Event description:
It was originally reported that the patient was not able to feel stimulation on 2 out of the 4 programs. She was unable to adjust her stimulation. It was later reported that there were some issues with some electrodes. She was still experiencing no stimulation and may have surgery. Further information is being requested from the hcp

Manufacturer narrative:
(B) (4).